Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart and watchdog timeout. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is not expected to return.